Manufacturer narrative:
H3: product analysis #706004413: part # 2922055int, lot# 38jx a visual review of the returned implant identified a portion has been broken. Microscopic examination of the inserter interface identified damage to the threaded hole and deformation on the top face, and fracture on one side around the inserter tang interface, consistent with significant impact and torsional loading. Microscopic examination of the fracture surface of the broken portion of the implant identified a fracture with rays emanating away from the area of crack initiation, consistent with overload. The observations are consistent with impaction overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient having multi-stage a rthrodesis surgery, lumbar arthrodesis using an anterior approach, lumbar arthrodesis (a-lif) l5-s1 and multi-stage anterolateral lumbar arthrodesis(o-lif) l3-l4 and l4-l5. It was reported that during l4-l5 o-lif, an attempt was made to implant a cage. During implantation, the cage failed at the junction between the implant holder and the cage. During olif l3-l4 for another cage, the same incident occurred. Device was implanted and explanted on same day. Operative time extended by 15 minutes. Product came in contact with the patient. There were no patient symptoms reported and there was no revision surgery planned/ occurred as a result of the event. There were no further complications reported regarding the event.